Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (250 mcg/ml at 44 mcg/day), dilaudid (12.5 mg/ml at 2.2 mg/day), bupivacaine (12.5 mg/ml at 2.2 mg/day), and fentanyl (1250 mcg/ml at 220 mcg/day) via an implanted pump. The patient reported that shortly after the pump was replaced, she felt that it moved lower in the pocket and it was uncomfortable and bumping her bladder. The cause of the issue was undetermined. The patient was taken to surgery on (B)(6) 2020 and the pocket was revised. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.